Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. During functional testing no resistance was noted near the distal end of the dilator when a brk needle/stylet assembly and guidewire from current inventory were advanced through the returned dilator and sheath; however, the dilator tubing was cut lengthwise and evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving and guidewire insertion difficulty was not conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A new sheath was used for transseptal puncture and the procedure was continued with no adverse patient consequences.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure skiving occurred. During device preparation, the non-abbott transseptal needle was inserted into the sheath set and while flushing the device skiving particles exited the sheath. The sheath set was not replaced and during transseptal puncture the guidewire could not be inserted through the sheath. The sheath set was removed, flushed again, and skiving particles exited the sheath.